Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's trial was fantastic so they wanted the permanent one as soon as possible. Since they got the implant on the tuesday prior to the report it had been far from perfect. They felt like they were set up to fail, noting that they didn't think it was calibrated correctly based on the fact that it wasn't working, which was frustrating. The first night was bad, noting that, when they put the paddle on, they got a question mark. They clarified and said it was poor communication. It was noted that they still had bandages/swelling present, as they were implanted on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.